Event description:
It was reported the subject device had foreign material. The issue occurred during sedation for a diagnostic colonoscopy procedure. The procedure prolonged less than 30 minutes. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure <<was/was not>> confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.